Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the reported issue. Physio-control replaced the power pcb assembly and the battery wire harness assembly to resolve the reported issue. The battery pins and the contact pcb assembly were replaced as a precautionary measure. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined that the cause of the reported issue was fretting corrosion on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The fretting corrosion caused increased resistance of the connector contacts which resulted in a sudden loss of device power as one of the two batteries in the device was depleted.

Event description:
The customer, a clinical education specialist, contacted physio-control to report that their device powered off by itself two (2) times during a during a cardiac arrest call. Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The patient, a (B)(6) female, survived the event.